Event description:
Pt was being seen in emergency room after fall at local business. X-rays had been taken of face. Physician was getting ready to suture laceration around eye. Nurse was adjusting overhead light when intravenous pole on track next to light fell striking pt in the face. Pt had add'l bleeding from nose. X-rays taken did not show any add'l damage. Pt admitted for observation (may have been admitted anyway for other injuries). Pt discharged 4/30/98.